Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially questioned low results for 1 patient sample tested for elecsys lh assay (lh), elecsys estradiol iii assay (estradiol iii) and elecsys progesterone iii (progesterone iii) on a cobas 8000 e 602 module. Based on the data provided, the estradiol iii results were erroneous. It is not known if the erroneous results were reported outside of the laboratory. Patient 1 initial estradiol iii result was 5.00 pg/ml. On (B)(6) 2017 the sample was repeated on a different e602 module and the result was 507.7 pg/ml. On (B)(6) 2017 the sample was repeated on the e602 module in question and the result was 495.6 pg/ml. The field service representative (fsr) visited the customer site and found water around the degasser of the instrument. The degasser was replaced. The customer continued to have issues after the degasser was replaced. Elecsys tsh assay (tsh) results were questioned for 3 additional patients. Based on the data provided, the results for 2 patient samples were erroneous. On (B)(6) 2017 patient 2 initial tsh result was 0.051 (unit of measure not provided). The repeat result was 1.73. On (B)(6) 2017 patient 3 initial tsh result was 0.042. The repeat result was 1.76. The fsr returned to the customer site and replaced the sample/reagent probe. After replacing the probe, the fsr found that liquid level detection (lld) voltage was a little high. While the fsr was at the customer site a sample clot alarm occurred for a patient sample. The fsr identified fibrin in the sample tube. Based on this, the fsr thinks the low results may be due to a pre-analytic issue. A rule was created in the customer¿s middle-ware to automatically repeat a sample producing a "0" result. If this happens the customer will also check the sample. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 21731300. The expiration date was not provided. The tsh reagent lot number used for patient 2 was 25580200. The expiration date was not provided. The tsh reagent lot number used for the initial results for patient 3 was 225309 and the tsh reagent lot number used for the repeat result for patient 3 was 25580200. The expiration dates were not provided. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration and quality control data do not indicate any issues that may have contributed to the low results. The investigation stated the lld voltage issue observed by the fsr should not cause the observed results. The sample quality issue observed by the fsr could cause the observed results. The most likely root cause of the low results is related to sample quality.